Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacturer, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. All online testing for this lot met stent security criteria, which would indicate the unit had an adequate crimp. Without the device to examine, a conclusive root cause could not be determined.

Event description:
Reporting status: serious injury-medical intervention-permanent damage reporting rationale: stent dislodged at unintended site, compressed against vessel wall. Device issue: stent dislodgement. It was reported that the stent dislodged in the left main during advancement to the lesion and was compressed into an unintended site using a liberte (5.0). No other device was used. Only balloon angioplasty was performed. No patient effects were reported. No additional event or patient information is available.